Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green colored image was due to a faulty charged coupled device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the repair inspection, a green colored image defect was identified. The problem was isolated to a defective ccd unit. No other defects were noted. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The cause of the defective ccd cannot be determined at this time, as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, auto video telescope was returned to olympus for repair for a reported intermittent flickering image problem during a therapeutic procedure. No death, injury or harm reported, and the procedure could be completed successfully without delay. Upon inspecting, olympus identified the suspect scope produces a green colored image defect due to a defective charged coupled device. This report is being submitted to capture the colored image defect.